Event description:
It was reported that the patient's right ventricular lead had dislodged. During the repositioning procedure, the helix was unable to extend and retract. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement was not confirmed while the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued inner coil in the connector region. No other anomalies were seen.